Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Event description:
It was stated that the patient went to the emergency room for low bgs of 57 mg/dl. It was stated that she had a seizure, and treated with glucagon and orance juice prior to going to the emergency room. It was stated that she had clenched her teeth, and was foaming at the mouth. The caller stated that her bgs went low due to over infusion from the pump. The caller declined troubleshooting, and requested a replacement pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Visual inspection revealed cracks at the display window corner and reservoir tube lip, as well as a scratched lcd window.